Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
A clinic reported meter to lab comparative tests were taken on neonates, not older than 48 hours. Blood samples taken within a time frame of one minute. August 6: aviva nano system 4.5 mmol/l, lab 2.6 mmol/l. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.